Event description:
It was reported that an unspecified number of syringes 0.3ml 31ga 6mm halfunit 10bag experienced an inability to deliver insulin during use. The following information was provided by the initial reporter: material no.: 324910. Batch no.: 7325624. Verbatim: consumer reported bent needle once she removed the shield. Did not inject with it. Stated she used a second syringe that she believes did not give her the full dosage because her numbers were high the next morning. Did not go to a doctor. Stated she knows how to fix her own problem. Stated she cannot see the insulin going into syringe because its really clear, so she's not sure if she's getting air or insulin. (Advised to see diabetes educator to assist). Lot: 7325624, expiration date: 2022-12-31, item; 324910, date of occurrence: 06/01/19 two syringes from same bag. Does not plan on seeing a doctor. Stated she will speak with diabetes educator to assist with drawing insulin.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7325624 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200729472, 200729471, 200729350] noted for missing scale lines. There were two (2) notifications [200729232, 200729231] noted for missing print. There was one (1) notification [200730054] noted for ink rings. There were four (4) notifications [200729444, 200729093, 200729786, 200730552] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 0.3ml 31ga 6mm half-unit 10bag experienced an inability to deliver insulin during use. The following information was provided by the initial reporter: material no.: 324910 batch no.: 7325624. Verbatim: consumer reported bent needle once she removed the shield. Did not inject with it. Stated she used a second syringe that she believes did not give her the full dosage because her numbers were high the next morning. Did not go to a doctor. Stated she knows how to fix her own problem. Stated she cannot see the insulin going into syringe because its really clear, so she's not sure if she's getting air or insulin. (Advised to see diabetes educator to assist). Lot: 7325624, expiration date: 2022-12-31, item; 324910, date of occurrence: 06/01/19 two syringes from same bag. Does not plan on seeing a doctor. Stated she will speak with diabetes educator to assist with drawing insulin.